Manufacturer narrative:
Complaint confirmed, about 0.5 inches of the distal end of the device broke-off. Damage was observed on the device indicating grinding contact with another device. The most likely causes include prying and/or leveraging the device during use.

Event description:
It was reported that the ar-9628, 3.0 mm drill bit is needing to be replaced due to being dull. (Device came in set ar-9615s). Additional information provided (B)(6) 2019: during a rtsa procedure, the tip of the 3.0 mm drill bit broke off as the surgeon was drilling the holes in the baseplates for the locking screws. The case was completed with a second drill from the set. Additional information provided (B)(6) 2019: the rep checked the drill bit before packaging it this morning and the tip was found to be broken off. When he talked to the rep who was present in the case, she explained that the base plate was in the patient and as they were using the drill bit to make the holes for the glenoid screws, the tip broke off. It was not able to be recovered as the drill bit piece broke off within the bone while drilling. The tip was left in the patient's bone.